Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump was not displaying blood glucose values, the user replaced the sensor, received a bg run mode prompt, and then experienced an ¿unable to proceed¿ alert when attempting a meal announcement until after a subsequent supply change, after which insulin delivery via meal announcement resumed and glucose readings were high before stabilizing. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated insulin dosing that resolved with sensor and supply changes, with blood glucose stabilizing thereafter. Investigation included customer service troubleshooting and consultation with clinical support. Investigation of this case revealed sensor replacement and supply change restored function and glucose control. It was concluded that the event was user-manageable with replacement of components and system recovery without further intervention. The device has not been returned.